Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No rewind anomaly noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, stained end cap sticker and stained address/serial number label. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The caller reported that there were cracks on the insulin pump¿s reservoir compartment. The caller also reported that the insulin pump was making noise during rewind. The customer had a high blood glucose that was over 500 mg/dl. The customer treated with the insulin pump. The device was replaced and was returned for analysis.